Manufacturer narrative:
The hospital cancelled the request for gehc service. No further information is available. No report of patient involvement.

Event description:
The hospital reported the front wheel was jammed. There was no report of patient involvement.

Manufacturer narrative:
Gehc recommended replacement of the wheel.